Event description:
It was reported that the patient would be having prophylactic generator replacement. Vns diagnostics indicated dcdc=0 since shortly following the generator implant on (B)(6) 2004. A dcdc=0 may indicate a short circuit condition however follow-up with the site found that the patient can feel stimulation at times and has been seizure-free for years. The patient's generator has been replaced and returned for analysis. Analysis of the generator found that the adhesive backfill was missing from the header. As a result, a short circuit condition was observed when the generator was tested in saline. The same result would be expected when the device is implanted in the patient and would explain the dcdc=0. Review of the programming history available to the manufacturer found that high impedance was present on the day of implant that was previously reported in manufacturer report 1644487-2004-01017. This high impedance was believed to have resolved shortly after surgery however the missing backfill issue would result in all diagnostics to show dcdc=0 instead of indicating the high lead impedance. The missing backfill is the result of a manufacturing error. The patient's new generator is now indicating high lead impedance which may be a continuation of the previous lead issue and will be housed in manufacturer report 1644487-2004-01017. No adverse events have been reported as a result of the issue.

Manufacturer narrative:
Age at time of event, corrected data: the initial report inadvertently reported the incorrect data.